Event description:
It was reported that an ilet user experienced recurrent high and low blood glucose and was using meal announcements as correction doses, resulting in excursions up to 400 mg/dl followed by drops as low as 49 mg/dl; the user was provided troubleshooting and education with assignment for additional training. Symptoms included hyperglycemia and hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose for low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to using meal announcement to correct elevated blood glucose, and an issue associated with the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.